Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Though asked for the cause of why the stimulator battery wasn¿t depleting as fast as expected, was due to the patient accidentally turning the stimulator off. After a day the stimulator started to return back to the expected percentage.

Manufacturer narrative:
Continuation: product ID: 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the battery pack quit on them on tuesday. Patient clarified that the controller went unresponsive. Patient talked to medtronic represe ntative, and they advised to reset the controller (patient confirmed the controller turned on) and to call patient services if they had any issues. When asked if the controller went unresponsive while charging the implant, patient said that it was fine (agent understood as controller), but when they went to charge it (agent understood as implant) the controller displayed that the implant was at 90% for 2 days in a row and it had never done that before. Patient reported their implant would usually be at 40% or 50% when they go to charge and that they charged the implant every single night. Patient confirmed that the controller battery wasn't decreasing at all but that was because they later confirmed that they would leave the controller plugged into the wall. Patient confirmed stimulation was on. Patient also confirmed that they didn't make any changes to their therapy by adjusting their intensity or by changing groups. During the call, patient confirmed no visible damage to the controller charging port, battery compartment and battery pack. Patient reset the controller and confirmed it turned on. Patient unlocked the controller and saw that stimulation was off. Patien t confirmed they had never seen the message that stimulation was off before on the main therapy screen. Agent walked patient through turning stimulation back on and patient confirmed stimulation was on, group a. Patient confirmed the controller and implant were both at 100%. The issue was not resolved. Agent advised the patient to leave the controller unplugged from the ac power supply, to monitor the battery percentages and to meet with their medtronic representative in person to potentially look at the implant and to see if having stimulation on didn't decrease the implant battery and if further troubleshooting didn't resolve the issue. Agent advised patient to call patient services back to try an ac power reset and a recharging session of the implant if needed/applicable. Patient called back stating they are home now and have all the equipment and wondered if there was still anything to be worried about with regards to their concern for little to no implant battery depletion. Caller repeated that normally their implanted battery depletes to 40 or 50% each day and for the past few days it didn't deplete at all. Agent reviewed with caller that based on the notes from previous call, stim was off so that is why the battery had not decreased. Agent reviewed with caller that now that stim is turned back on, we would anticipate seeing some battery depletion. Agent confirmed stim was on 4.1-4.5 on all 3 programs in group a. Agent offered to call patient back later in the day to confirm battery for the implant has depleted some. Agent called patient back and caller stated that the implant battery is still at 90%. Agent reviewed with caller that the implant was at 100% so it has gone down some. Caller argued saying it was at 90 and has not decreased. Caller stated they need to have a battery pack shipped overnight as promised. Agent reviewed with caller that implant battery depletion rate concerns would not in any way be related to the battery pack. Agent reviewed with caller that implant battery depletion is related to the stimulation/settings. Agent also reviewed their battery is only 3 months old and likely not need to be replaced for a long time. Caller was upset and stated they will call the rep directly.